Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity had decreased by half to four years remaining. It was planned to monitor the patient. The pacemaker remains in service at this time and no adverse patient effects were reported.